Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
A patient's ipg displayed the end of service (eos) message was reported to abbott. It was also determined the patient is not receiving therapy. As a result, the ipg was explanted and replaced. Therapy was restored. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated. Reporter phone number (B)(6).

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient is not receiving therapy and will likely require surgical intervention to address the issue.